Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: dvbb1d4 ICD and 6947m62 lead, implanted: (B)(6) 2015. Product event summary: the battery was not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a battery not charging can be attributed, but not limited, to a faulty integrated circuit, improper weld, soldering defect and/or due to a charge time-out of eight hours. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when fully charged, the battery was only providing two hours of power. The battery was exchanged. No patient complications have been reported as a result of this event.